Event description:
It was reported that the right atrial lead had a history of noise. The noise resulted in intermittent auto mode switch episodes. The patient was asymptomatic to the noise. The lead was explanted and replaced during routine device change out procedure on (B)(6) 2017. No additional information was provided.